Event description:
Additional information was received.

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck was approximately 3 cm in length. The diameter and remainder of the vessel morphology and aneurysm size were not reported. The bifurcated stent graft and contralateral limb were successfully implanted without complication. It was reported that the final run showed an endoleak that the physician thought was a proximal type I endoleak. The infrarenal neck was ballooned and then an angiogram was done for the second time. The physician still saw contrast coming from the distal infra renal neck, a type I endoleak. The physician decided to implant another manufacturer's aortic cuff and a palmaz stent to treat the alleged type I endoleak. Another angiogram was performed and there was still an endoleak present. The physician then thought it was not a type I endoleak and potentially it was a type ii because there were a lot of lumbars associated with the infra renal aorta and that's where the physician decided to stop the procedure and felt if this was a type ii endoleak overtime it would close off and it was a type IV, when the reverse heparin is done the stent graft would be fine and the endoleak would disappear. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak). (Cause of event unknown). Conclusions: (cause of event unknown).